Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for evaluation. Therefore, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to erroneous results were observed. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to confirm the customer¿s indicated failure (erroneous results) because the defect was not evident in the testing of the complaint lot samples. Replicates of both retain and control samples tested were acceptable in terms of both precision and accuracy. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode erroneous results. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that erroneous results were obtained prior to use with bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: it was reported failed bun test. We changed the times to 10 minutes for each centrifuge and spun tubes ranging from 2450-3500 for each of our different sized centrifuges (4-8 in radius). We also set timers to make sure the samples clotted for at least 30 minutes before centrifugation. The results still reproduced the same issue (sst tubes reporting bun higher than pst tubes). Thank you for your help, I will look for the return label to send you some tubes. We tried two independent studies, 53 samples in total and the sst showed a positive bias of roughly 1.5-3.0 mg/dl. The total allowable error per clia is 2 mg/dl or = 9%. So out of the 53 samples about half of them were outside these limits. It also seemed that the higher the bun the greater the difference between the sst and pst. I have attached the result of the two studies (I hope this is helpful). We also tried using different instruments and checked calibrations and qc to make sure they were all within the correct parameters. Thank you again and have a great weekend!

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that erroneous results were obtained prior to use with bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes. The following information was provided by the initial reporter: it was reported failed bun test. We changed the times to 10 minutes for each centrifuge and spun tubes ranging from 2450-3500 for each of our different sized centrifuges (4-8 in radius). We also set timers to make sure the samples clotted for at least 30 minutes before centrifugation. The results still reproduced the same issue (sst tubes reporting bun higher than pst tubes). Thank you for your help, I will look for the return label to send you some tubes. We tried two independent studies, 53 samples in total and the sst showed a positive bias of roughly 1.5-3.0 mg/dl. The total allowable error per clia is 2 mg/dl or = 9%. So out of the 53 samples about half of them were outside these limits. It also seemed that the higher the bun the greater the difference between the sst and pst. I have attached the result of the two studies (I hope this is helpful). We also tried using different instruments and checked calibrations and qc to make sure they were all within the correct parameters. Thank you again and have a great weekend!